Event description:
I use the dexcom g7 continuous glucose monitoring sensor in conjunction with my insulin pump. The sensor communicates with the pump, and the pump makes decisions based on the current and predicted glucose values (hybrid closed loop system). The dexcom g7 sensors have been repeatedly inaccurate lately (mainly in the first 24-48 hours after placing sensor), but today the sensor was reading 80 mg/dl with a steady arrow when I felt symptoms of hypoglycemia. I did a manual fingerstick to check my glucose, which came back at 35 mg/dl. The pump should have stopped basal insulin delivery when the hypoglycemia was predicted, but never did as my sensor was reading in range. A severe low blood sugar of 35 is extremely dangerous, especially given the fact that this was missed while I was at work. Severe low blood sugar can lead to complications such as seizures and death. On the opposite end, if the pump is not delivering more insulin due to missed hyperglycemia, it can lead to vomiting, dehydration, ketoacidosis, and death. This raises concerns surrounding dexcom g7 sensor use, especially when insulin pumps are relying on the data to make insulin dosing decisions.